Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that poor response on screen (50) displayed during charging attempt. All of the numerical values on the charging trial (50) screen remained at 0. It seemed that the recharge antenna held by the hospital did not charge well when used for the patient. Nothing in particular contributed to the event. Issue was not resolved. Additional information received reported that both the patient's recharger and hospital's recharger had a difficult time recharging the ins. Cause was not determined. No actions were taken and the issue was resolved. It was noted the patient's recharger would be returned. Additional information was received. It was reported that it seemed that both the patient's recharger and hospital's recharger had issues. No particular actions were taken to resolve the issue. The issue has since been resolved. Additional information was received. It was reported that, regarding if there was an ins concern, the ins (controlled in the hospital after removal) seemed to have been di scharged and needed time to fully charge it. It was noted that the recharger is managed by the hospital and does not need to be replaced, so there is no plan to replace it. A new recharger did not connect and recharge the ins. Additional information was received. It was reported that, when attempting to clarify if the ins was explanted or replaced or if just the external recharger device was replaced, the ins was managed at the hospital after the removal and it is not intended to be replaced. Additional information was received. When asked if there was an ins concern, it was reported that it is possible that the ins side has not been charged for a long time, but the truth is unknown. A recharger replacement was not required. They tried charging it with another recharger and it was able to charge without any problems. Additional information was received. When asked if the ins was explanted, it was reported that the ins was managed at the hospital after the removal.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.